Event description:
The customer stated that they have been experiencing high blood glucose levels. At the time of the phone call the customer's blood glucose was 228 mg/dl. The customer stated that they had manual; injections as a backup plan but had not used them the day of the phone call. Troubleshooting was performed and it was noted that the bolus history was inaccurate. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was programmed with correct time and date. The device was monitored for several days. No unexpected bolus delivery anomaly was noted. All the boluses delivered during testing were properly recorded at the bolus and daily totals history screens. No history anomalies were noted. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The unit was received with cracked case at the display window corners and minor scratched lcd window.